Event description:
A falsely elevated troponin I result of 15.27 ng/ml was obtained on a patient sample. The result was not reproted to the physician. The sample was retested on the same instrument and a result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash. The malfunction was resolved after the customer corrected the problem with guidance from a dade behring technical assistance representative. The instrument is now operating within specifications.